Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an unspecified spinal procedure for treatment of infantile scoliosis with the medical device (spinal screw). Postoperatively, on an unknown date, the patient developed infection. Reoperation was performed (on an unknown date) for care of the infection and the rod around the infection site was explanted. Post this revision surgery, scoliosis progression arose from the explantation. So, to respond to the scoliosis progression, correction surgery was performed again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.